Event description:
(B)(4). Initial information received from a physician on 09-jun-2009: a female patient (age unknown) who had two injections of poly-l-lactic acid (sculptra) in the hands in (B)(6) 2008 (exact date unknown) and developed a nodule several months later. Physician reported that the nodule was removed and she found aluminum silicate and silicate crystals in high numbers in the analysis done by electron microscopy and energy-dispersive spectrometry. Physician reported that this was totally unexpected to her. No concomitant medications or medical history was reported. No further information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case (B)(4) dated 26-jun-2009, received by (B)(6) on 30-jun-2009: batch record review was without hint to root cause. Because, no lot number is available, an investigation has been performed on the documentation of all potentially manufactured batches. The review of the device history report and of the analytical which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.